Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer stated that blood glucose reading was 109, but sensor glucose was reading 43. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed.